Manufacturer narrative:
D4 and h4 unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available. Upon investigation of the actual device used in this incident, it was determined that the carefusion coordination engine was down, and patient and medication orders were not crossing. A technical support specialist (tss) reported that remote access was established to the care fusion coordination engine to investigate an unexpected service stoppage, during which system review indicated that services had stopped and the system had undergone a shutdown. The tss analyzed available system information to determine the cause of the care fusion coordination engine service interruption, confirmed that all storage drives had sufficient capacity, and noted that a required security update may have prompted a restart. The tss further determined that the structured query language server service had stopped due to a planned automated patching and reboot process, which subsequently caused the care fusion coordination engine service to stop. Database engineering automated patchfest reboot. After identifying the event as planned, customer confirmed no further issues. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, carefusion coordination engine was down, and patient and medication orders were not crossing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.